Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and patient anxiety.

Event description:
Patient representative reports right side unspecified "symptoms associated with bia-alcl," capsular contracture, baker grade unknown, and emotional distress. The status of the device is unknown.